Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer was able to resume insulin therapy and continued to use current pump. Customer declined to provide any additional information to tandem technical support.